Manufacturer narrative:
Zoll has not received the autopulse platform in complaint for investigation. A follow-up report will be filed if and when the product is returned and investigation has been completed.

Event description:
The customer reported that the autopulse platform (sn unknown) did not function successfully during patient use. No further information was provided. The patient's status information was requested, but the customer did not provide a response.